Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42 and that the pump date was incorrect, cause was unknown. The pump was reset and during troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. Customer reported a blood glucose level of 335 mg/dl.